Event description:
It was reported that, "excessive swelling was seen around the surgery site. Drainage was seen w/fibronous exodus formation." Hset was removed from patient. It was placed in the forearm and no mesh or drain was placed.